Event description:
A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The pt experienced an underdose with acute pain. It was stated that there would not be pump replacement at that time. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).